Event description:
A hospital tech brought a hoyer lift to move a patient onto the MRI bed. The lift was pulled into the magnet and a nurse's arm was pinned between the magnet and the lift.

Manufacturer narrative:
A ferrous check of the hoyer lift was not completed. The nurse was able to free her arm and went to the emergency room. The nurse had soft tissue damage (bruising and scratches), but no broken bones. No additional injuries were reported. She is recuperating at home and taking pain medication and she has stated that she has some tingling and numbness in her hands and fingers the customer is being sent a mr safety video for use in staff training. Method: an evaluation of the system is not necessary. The issue is that the hoyer lift was not checked for metal prior to being brought into the MRI which caused the incident.